Manufacturer narrative:
This report is a duplicate report of 18910-2016-17360. This report, 1818910-2016-18358, is being kept for investigational purposes. Report 18910-2016-17360 is being rejected to avoid duplication.

Manufacturer narrative:
Added device available for eval? Conclusion and justification status for MDR: examination of the returned grater heads confirmed the complaint. Examination of the returned grater head case confirmed there are no alleged deficiencies with the case. A previous supplier's investigation with many hospitals indicates the root cause is attributed to inappropriate cleaning counter to the recommendations in the instructions for use (IFU). The cleaning process at the hospitals appear to be causing the damage to the product through serial exposure to acidic and alkaline solutions without any water rinses, which attack the passivate layer. This is in conflict with the packaged IFU (IFU-0902-00-721) which indicates to: ¿prepare an enzymatic cleaning solution per the manufacturer¿s instructions. Soak soiled instrument for 5 minutes. Use a soft bristle brush to remove all traces of blood and debris, paying close attention to threads, crevices, seams, and any hard to reach areas. Rinse the instrument thoroughly with warm tap water. Rinse all lumens, internal areas, sliding mechanisms, and hinged joints, actuating sliding mechanisms and hinged joints while rinsing. Ultrasonically clean instrument for 10 minutes in neutral ph detergent, prepared in accordance with the manufacturer¿s instructions. Rinse the instrument thoroughly with warm tap water.¿ the complete investigation of rusting/corrosion is documented within (B)(4). No further actions indicated. Complaints will be monitored under post market surveillance sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
On 4/18/2016- additional reamers were returned by the territory. They have been added to the complaint. On 5/12/2016- follow-up email from the sales rep stated there was nothing wrong with the case/ lid; it was just sent in to keep the products together.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The facility is complaining about the acetabular reamers having a discoloration on them. Some of the reamers appear to have a speckled light red discoloration over the surface while others appear to only have this discoloration around the laser engraving. On (B)(4) 2016- additional reamers were returned by the territory. They have been added to the complaint.